Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that there was a delivery issue during impella 5.5 implant. The impella could not be progressed forward due to the patient¿s anatomy. The implant was aborted.

Manufacturer narrative:
The device was returned. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the issue of unable to deliver or advance. Only the pump was returned for investigation. The cannula and catheter were found kinked; no other damage was noted on the returned pump. According to the clinical details, the pump could not be advanced due to patient anatomy. The cause of the delivery issue was most likely related to the patient's anatomical condition, which also resulted in kinking of the catheter and cannula during the procedure. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. H6 type of investigation code b19 added.